Event description:
This was a lead removal case performed in the ep lab to remove one cardiac lead from the rv. Lead was prepped with an lld, and the physician began lasing with a 16f glidelight catheter. During the case, the patient's status declined, and an svc injury was identified. Physician attempted to place patient on bypass and perform a sternotomy, but patient did not survive.